Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 32mm amplatzer septal occluder was chosen for a atrial septal defect (asd) procedure using a 12f amplatzer torqvue delivery system. During procedure, the device was not expanded and the inner membrane displaced at an angle. The deformed device retracted fully/completely into the delivery system. A new 32mm amplatzer septal occluder was chosen and successfully implanted.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that an anatomical interference was not reported and there was no any angulation or kink in the delivery system upon deployment. Additionally, photo and video were received from the field and it appeared to show the device deformity (the device was not expanded). However, it could not be confirmed during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined.